Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 5 was failed and fluid bags were blocking the latch. A field service engineer found that the customer removed the drawer liner and fluid bags were blocking the latch. A field service engineer removed some bags and advised customer to replace liner to protect the latch from hitting bags. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issue that was found by the field service technician while on site.

Event description:
It was reported when using the pyxis anesthesia es system drawer failed to lock.the customer stated that they were able to pull medication from another station or pharmacy sent the required medication and there was no delay in patient care.there were no adverse events or injuries reported based on this event.